Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer issue with the keypad on their insulin pump. The pt's blood glucose level was not recorded. The customer stated there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. No further info was provided.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No frozen display was noted. The insulin pump was received with a cracked case at a display window corner, reservoir tube lip, a broken belt clip slot, and minor scratches on the display window.